Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 17. Details of surgery: primary stability not achieved. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and hypersensitivity. No further patient complications were reported.